Manufacturer narrative:
Other, other text: h3: one cadd legacy 1 pump was received for evaluation. There was no evidence of the reported issue in the event history log. A functional check and visual inspection were conducted. The reported issue was unable to be duplicated. The "cb 1819" might have been a service issue. 22 days was found in the pump's clock battery date folder not 1819 days. The pump was also missing half of the lcd screen. It was recommended that the internal real time clock lithium battery be replaced as a preventative measure. The lcd and lcd lens were also replaced., corrected data: a1 and h6 (patient code).

Manufacturer narrative:
Additional information was received indicating that there was no patient involvement.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device had a bad lcd and displayed error code cb 1819. It is unknown if a patient was involved.